Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 04-mar-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device screen was blank. A technical support specialist (tss) confirmed that the station was accessible remotely and no black screen or related errors were observed at the time of review. The tss advised verification from the customer side and noted that black screen issues are commonly associated with windows updates, while further root cause analysis would require administrative access to the station. The tss documented that nursing staff resolved the issue by powering off the device using the rear power switch, leaving it off until the screen fully powered down, and then powering it back on, after which the device booted normally. All external checks were completed by the customer with no errors identified, the station returned to normal operation following the reboot, and a health check was requested to understand the possible cause. As the issue was resolved and the station was functioning properly, the case was approved for closure. The system functioned as intended after the technical support specialist inspected the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device screen was blank, and the user was unable to log in to retrieve medication. The customer rebooted the device multiple times; however, the screen remained black. However, there were no delays, adverse events or injuries reported based on this event.